Manufacturer narrative:
(B)(4). The actual device was not received for evaluation. The actual device was not returned; however, a companion sample was received for evaluation. Visual inspection was performed with no issues noted. Pressure testing was performed and the companion sample failed. Simulated use testing on the companion sample revealed a leak between the bag and membrane tube assembly. A lack of solvent was noted at the leak site. Therefore, the reported issue was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak in an intravia container. The customer reported that the leak appeared to be coming from the IV port. There was no patient involvement. No further information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.